Manufacturer narrative:
(B)(4) date sent: 11/15/2016.

Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).